Event description:
It was reported that insulin leaked from the cartridge during or after filling on two occasions, and the user suspected that insulin was being pushed into the cartridge too quickly; the agent confirmed the fill volume was 1.8 ml, provided a cartridge change video, and the user filled a new cartridge. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Customer care provided remote troubleshooting and education on proper cartridge handling and fill technique. Investigation of this case revealed use-related handling as the likely factor associated with cartridge leakage, with the affected component being the cartridge. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.

Manufacturer narrative:
Initial.